Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, using inappropriate tools, and patient not attending their post-op visit have been ruled out as potential causes. The inflammation is believed to be caused by the leads being taped outside the skin. Additionally, the questionnaire shows multiple tunneling attempts were attempted. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to a reaction to the adhesive used to secure the trial. The provided information does not evidence that the curonix device contributed to the reported issue. Therefore, conclusion has been selected as no problem/fault found. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported inflammation at the incisions when the leads were pulled. The clinical representative disclosed the irritation was caused by the tape used during the trial. The patient reports feeling much better since the leads were removed and not feeling as much pain as before the trial. No further issues have been reported.